Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rees2371 showed no similar product complaint(s) from this lot number.

Event description:
It was reported catheter removal issue. Start date: (B)(6) 2021; ongoing. The event occurred at the right side of the body. The event is not a venous thrombosis or an infection (local or bloodstream). Mild severity and related to the device (catheter) and unrelated to the procedure and unrelated to accessories (guidewire, stylet). Outcome: ongoing. Action taken: patient to apply fraxiparine for 1 week and to come in 7 days for removal. Additional details of adverse event were (B)(6) 2021 patient came for PICC removal - resistance noted at 20cm, prescribed fraxiparine for 1 week, patient will come on (B)(6) 2021 for removal, catheter secured in place.